Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called in to report several motor error alarms and low blood glucose levels. The customer's blood glucose level ranged from 23 to 53 mg/dl. The customer treated with juice, a sandwich, and chips. The caller was able to rewind the device. The caller was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed the self test, a21 error test and off no power test. No motor error alarm noted and the motor passed motor test. The insulin pump had minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.